Event description:
It was reported that the pump module stopped infusion by itself. There was patient involvement. Patient harm unknown.

Manufacturer narrative:
Omit: a141204 - pumping stopped (1503), g04105 - pump, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data device eval by manufacturer? If other specify? Imdrf annex agrid , imdrf annex g grid, imdrf annex b grid, imdrf annex c grid, imdrf annex d grid. Manufacturer narrative: a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information : imdrf g code.

Event description:
It was reported that the pump module stopped infusion by itself. There was patient involvement. Patient harm unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump module stopped infusion by itself. There was patient involvement. Patient harm unknown.